Manufacturer narrative:
As reported in a research article, endocarditis was noted 10 months after the valve was implanted, with calcification and stenosis being noted three years later. The valve was explanted about three years after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that upon explant the valve had been destroyed by endocarditis, which could not be confirmed as the valve was not received. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of: richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2016, a 23mm trifecta valve was implanted during an aortic valve replacement. On (b(6) 2017, early endocarditis was observed on the valve. On (B)(6) 2017, a posterior periprosthetic leak was noted on transesophageal echocardiogram (tee). There was slight thickening of the posterior part of the band. There was also grade ii aortic insufficiency noted. On (B)(6) 2019, aortic stenosis was observed on tee. There was also a thickening of the aortic cusps noted with calcification of the posterior cusp. On (B)(6) 2019, the valve was explanted and replaced with a 21mm trifecta valve. It was reported that the valve was destroyed by endocarditis. The native valve size was unknown. The patient status was unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, a 23mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2017, early endocarditis was observed on the valve. In (B)(6) 2017, a posterior periprosthetic leak was noted on transesophageal echocardiogram (tee). There was slight thickening of the posterior part of the band. There was also grade ii aortic insufficiency noted. In (B)(6) 2019, aortic stenosis was observed on tee. There was also a thickening of the aortic cusps noted with calcification of the posterior cusp. In (B)(6) 2019, the valve was explanted and replaced with a 21mm trifecta valve. It was reported that the valve was destroyed by endocarditis. The native valve size was unknown. The patient status was unknown.